Manufacturer narrative:
Philips received a complaint on the xl+ defibrillator was not turning on indicating that there is a power supply issue. There was reportedly no patient involvement. The philips representative being onsite confirmed the problem. The power supply connections were reseated which resolved the problem. The device remains at the customer's site. No further action is warranted at this time.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the power equipment is malfunctioning. There was no reported patient involvement.